Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The patient was reported to be very frail and a poor candidate for open surgical repair. In 03/2002, a computerized tomography (CT) scan demonstrated the presence of a type I endoleak and migration of the device with no change in the aneurysm neck. Some pulsatility of the abdomen was also reported. Due to the short length of the aortic neck, the pt could not be treated with an aneurx extension cuff; therefore, the physician elected to place a talent extension cuff for suprarenal fixation. In 06/02, the suprarenal diameter of the aortic neck was reported to be 22-23 mm in diameter. The aneurysm neck length was reported to be short at 1 cm. The iliac vessels had mild to moderate tortuosity. In 2002, an emergency use approved talent extender cuff (ide# g970065) was implanted. No endoleak was reported at the end of the procedure, and there was good flow to the renal arteries. No clinical sequelae were reported, and the patient is reported to be fine.